Event description:
Customer reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance for resetting the pump, and after resetting, the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any further issues occurred, which the customer acknowledged and understood.